Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (330 mg/dl). Customer performed troubleshooting and pump passed delivery system check. Cartridge and infusion sets are typically changed every 3-4 days.